Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that top ring on reservoir chamber was missing. Customer does not know how damage occurred. Customer's blood glucose was 131 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing end cap sticker, a missing reservoir tube seal, minor scratches on the display window and cracked battery tube threads.